Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return in pain symptoms; however, she was feeling a stimulation sensation. She reported that the weather has impacted her pain in the past and that, may be the case again. Her stimulation was normally kept at 2.5 amps. The stimulation was set to 2.65 amps on the right side. The patient reported having the most trouble on the right side. She felt a tingling in her upper body because her stimulation was turned up so high. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, lot# v847779020, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).